Event description:
The manufacturer received information alleging a ventilator's exhalation function was not working properly. The patient passed away in route to the hospital. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation of the device, an issue related to the active exhalation control module board was observed.